Event description:
It was reported that bd received the following health canada report that read, "writer entered pt room @1420h to hang IV abx. Saw that tacro civi and y'd ns tkvo channels (on the left of the brain) were off meanwhile the med line (to the right of the brain) was still on. When writer last checked pt at around noon, all channels were running. Writer clicked restore" on tacro civi and saw that it said that the infusion had 6 hours left in it despite it being 1420h (tacro should have been hung at approx 1800h the day before). This means that the channels were off for approx 2 hours with no tacro running to pt. This is assumed to be a pump error writer entered room @1615h for pt's vs and medications. Found leftmost pump (ns tkvo y'd to tacro) off despite writer restarting it when it was discovered off approx 2 hours earlier (see previous psls for more information). Tacro civi channel still running (to the left of brain but proximal to malfunctioning channel) and med ns tkvo still running (channel to the right). Writer swapped out entire pump and all tubing without opening the pump channels except for tacro civi. Pump wiped down and is to be sent to educator's office." There was patient involvement but no harm. Bd learned through due diligence the following information. The total volume infused was 110ml in 12 hours (tac is often dosed in 250 ml bags - to be over 24 hours with a rate at 10.4. This was a bag of 110 ml but the rate was still programmed at 10.4 ¿ led to a 12 hour infusion). This was not a pump error but a programming error where it was programmed for 12 hours instead of 24. The volume on the bag was misread and assumed to be larger. The customer also noted that when they checked the event logs there were two disconnection events, one at 11am and one at 3pm. It was "unclear whether the pcu alarmed during the first event, but for the second, the logs indicate that the ¿silence¿ key was pressed, suggesting that an audible alarm was triggered. None of the pumps showed signs of corrosion on the iui connectors, so we were unable to identify a definitive root cause." Since the devices were serviced and returned to circulation, the customer was unable to send the devices to bd for investigation.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that bd received the following health canada report that read, "writer entered pt room @1420h to hang IV abx. Saw that tacro civi and y'd ns tkvo channels (on the left of the brain) were off meanwhile the med line (to the right of the brain) was still on. When writer last checked pt at around noon, all channels were running. Writer clicked restore" on tacro civi and saw that it said that the infusion had 6 hours left in it despite it being 1420h (tacro should have been hung at approx 1800h the day before). This means that the channels were off for approx 2 hours with no tacro running to pt. This is assumed to be a pump error writer entered room @1615h for pt's vs and medications. Found leftmost pump (ns tkvo y'd to tacro) off despite writer restarting it when it was discovered off approx 2 hours earlier (see previous psls for more information). Tacro civi channel still running (to the left of brain but proximal to malfunctioning channel) and med ns tkvo still running (channel to the right). Writer swapped out entire pump and all tubing without opening the pump channels except for tacro civi. Pump wiped down and is to be sent to educator's office." There was patient involvement but no harm. Bd learned through due diligence the following information. The total volume infused was 110ml in 12 hours (tac is often dosed in 250 ml bags - to be over 24 hours with a rate at 10.4. This was a bag of 110 ml but the rate was still programmed at 10.4 ¿ led to a 12 hour infusion). This was not a pump error but a programming error where it was programmed for 12 hours instead of 24. The volume on the bag was misread and assumed to be larger. The customer also noted that when they checked the event logs there were two disconnection events, one at 11am and one at 3pm. It was "unclear whether the pcu alarmed during the first event, but for the second, the logs indicate that the ¿silence¿ key was pressed, suggesting that an audible alarm was triggered. None of the pumps showed signs of corrosion on the iui connectors, so we were unable to identify a definitive root cause." Since the devices were serviced and returned to circulation, the customer was unable to send the devices to bd for investigation.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.